Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14216 and 3005099803-2013-14217 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution hemostasis clipping devices were used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the two resolution clips would not deploy. The clips able to grasped and locked on to tissue, but would not release from the delivery device. They completed the procedure with injectable epinephrine. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
Reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14216 and 3005099803-2013-14217 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution hemostasis clipping devices were used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the two resolution clips would not deploy. The clips able to grasped and locked on to tissue, but would not release from the delivery device. They completed the procedure with injectable epinephrine. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
A visual examination was performed. Upon investigation, the clip assembly was located just inside the over sheath. Once the over sheath was pulled back using the sheath grip, the clip assembly was actuated and deployed. Two distinctive clicks were heard. The prongs appeared bent and opened to approximately 8mm. It was also noticed that there was a kink in the control wire. Although failures were observed, problem as reported could not be confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) for this batch revealed no issues related to this event.